Event description:
Device info: bd. Model: life stent vascular system 5fr 7mmx100mm. Lot number: anhr2513. Patient in interventional radiology (ir)/endovascular suite for vascular procedure. Right lower extremity angiogram with intention to treat. During the procedure, a vascular stent was deployed as part of the treatment and once the stent was deployed, it was noted by physician that a piece of the stent deployment system broke off and remained in the artery. Attempted to retrieve the object unsuccessfully and the patient was brought to the operating room to have the foreign body removed. Vascular stent deployment systems can only be visually inspected before use- they are a "one and done" and can't be engaged until the stent is in the right place in the vasculature. Therefore, there is no way to "test" the functionality prior to deploying the stent. This wasn't identified until the deployment catheter was being removed from the patient. If fragments break off and obstruct bloodflow to the patient's lower extremity, there could be limb ischemia that leads to additional surgeries up to and including amputation if not quickly resolved. An open cutdown was carried out and the fragment retrieved. The fragment is friable and measured approximately 5 cm x 1 mm. The vendor took the malfunctioning part to the company for further investigation. This incident was result of a malfunctioning disposable product. Manufacturer response for bard lifestent: vascular stent system, lifestent (per site reporter). No response or action.